Event description:
Dexcom was made aware on (B)(6) 2024 , that on (B)(6) 2024 , the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024 . Date of event is an approximation. On (B)(6) 2024 , it was reported by the nurse that the pediatric patient experienced abscess at the insertion site which occurred 3 days after the sensor had been inserted in the arm. On (B)(6) 2024 the patient underwent incision and drainage in urgent care and was treated with sulfamethoxazole, clindamycin, cephalexin, and an unremembered 4th antibiotic. The patient had follow up with a wound specialist. At the time of the report, the patient was fine. There was no photo provided for review. There was no documentation of further medical evaluation or intervention. No other details were documented. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code: e2010 (needle stick/puncture).